Event description:
(B)(4). After being implanted with essure I suffered hair loss, rashes, severe headaches, memory loss, severe mood swings, severe itching, severe pelvic pain, abnormal bleeding. Had hysterectomy and within 3 days saw improvements. Was seen by multiple doctors and the essure was provided by my insurance.